Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."

Manufacturer narrative:
H.6 investigation summary: mat: 363083, lot: 2291887. Bd received 87 samples from the customer in support of this complaint. The 87 samples were visually inspected with no issues being identified. 10 customer samples, along with 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the samples provided and was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."